Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sid (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21 (alinity I stat high sensitivity troponin-I), with 510k number k202525.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for a female patient. The following data was provided: (B)(6) 2025, sid (B)(6): initial result = 17.60 ng/l, repeat was <5.0 ng/l. (B)(6) 2025, sid (B)(6) initial result was <5.0 ng/l. The first sample was repeated after the second sample generated negative results. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 75638ud00. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with lot 75638ud00. The overall performance of the alinity I stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. The patient median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and found to adequately address the issue. In this case, review of the instrument pressure monitoring logs revealed that the slope score for the raised result is slightly different from the other three aspirations indicating possible sample integrity issues. Based on our investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I for reagent 75638ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for a female patient. The following data was provided: on (B)(6) 2025, sid (B)(6): initial result = 17.60 ng/l, repeat was <5.0 ng/l. On (B)(6) 2025, sid (B)(6) initial result was <5.0 ng/l. The first sample was repeated after the second sample generated negative results. No impact to patient management was reported.